Manufacturer narrative:
The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Based on the product history records, the evaluation of the received product (no particular issue detected) and the recurrence of this type of event for this implant, it is assessed that the root cause of this issue is not device related and due to an incorrect implant size selection which lead to an incorrect placement. The cause for the device size/positioning issue is not device related. The investigation found no evidence to indicate device issue.

Event description:
Mobi-c p and f us : implant position and size issue. From information reported, procedure was a c4-c5, c5-c6 cervical arthroplasty. The first implant at c-4-c5 required repositioning. The tamp was used correctly but the implant was not in a good position." Surgery was completed with a wider implant. No impact on patient. No surgery delay more then 30 min. Additional information was received on may, 18th 2018 : reporter cannot remember details but she can safely say that reporter did use trial. She cannot provide intra-operative images. Attempts have been made and no further information was provided.